Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 277 mg/dl and an insulin pen injection was to be used to address the bg level. Tandem technical support performed a system check with the customer and found that the infusion tubing was the cause of the occlusion. Reportedly, the customer was using apidra insulin.